Event description:
It was reported that 2 bd safetyglide¿ needles were blocked during the vaccine administration. The following information was provided by the initial reporter: "we have 2 bd safety glide needle that failed. Both are the same lot. No harm to patient. Both happened on 4/26... Unable to administer vaccine through needle... Was this noted on the first use? Yes. Was the solution able to be drawn and unable to expel? Yes. Is there any visible blockage? Could not tell".

Manufacturer narrative:
H.6. Investigation summary: no samples or photos received by our quality team for evaluation. A device history record review was completed for provided lot number 2195356. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, two lots were identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3: see h.10.